Manufacturer narrative:
Other, other text: evaluation results: one medfusion pump was returned for investigation in good condition with no appearance of any physical damage. The event history log showed a motor rate error. An occlusion test was performed. The motor rate error was replicated during the test. The product problem occurred because the lead screw and clutch halves were not operating as intended. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the lead screw, clutch halves and motor assembly. The pump was then cleaned and greased. The pump then passed the functional tests.

Event description:
It was reported that the pump gave motor rate alarm. The product problem was observed preventative maintenance. There was no patient involvement.